Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After the guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.